Event description:
It was reported that an event of right ventricular (rv) lead noise occurred. The noise was over-sensed leading to pacing inhibition. The lead was capped and replaced on (B)(6) 2025. Patient status was stable.